Manufacturer narrative:
H.6. Investigation summary: retention samples from bd inventory were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode , scale mark missing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that the fill line was missing on one (1) tube. There was no health impact or consequences reported.

Event description:
It was reported before using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that the fill line was missing on one (1) tube. There was no health impact or consequences reported.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka the information for the additional 510k is as follows: g5. PMA / 510(k)#: k213670 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.